Manufacturer narrative:
Two opened and used sensors were inspected. The sensor initialization was performed using a new lab transmitter. The sensors were connected to the transmitter and placed in a bicarbonate buffer solution. Communication was confirmed and the transmitter was flashing while connected to both sensors. Both sensors functioned properly. One of the two sensor were found with a bent cannula and one of the two needles was slightly bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that one of the sensor needles came off when using the serter. Customer reported that she could not see the catheter on the second needle. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.